Event description:
It was further reported that the problem was first identified during preparation for use, prior to an unknown diagnostic procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a communication error occurred due to the malfunction of the scope. Communication from the light source to the video processor was unstable because the digital light source cable was not securely connected. This issue is likely due to foreign objects such as detergent remnants, hard water residue, finger grease, dust and lint were on the electrical contacts and the connection portion of the scope connector. This led to the pin of the connector contact failure and the communication from the scope to the video processor via the light source became unstable. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 and an e216 error occurred with the evis exera iii xenon light source. There was no patient involvement, no harm or user injury reported due to the event.